Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs professional meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 3.4 inr. A second sample from the patient was tested on the meter, resulting as 2.6 inr. At 12:52 p.m, a third sample from the patient was tested on the meter, resulting as 3.4 inr. Another sample from the patient was tested with an unknown laboratory method, resulting as 2.1 inr. All testing took place within a few minutes. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the meter results. The patient stayed on the same medication dosage. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient has chronic anemia, with a current hematocrit of (B)(6)%. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 186866) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 in,r donor 2 inr: 2.4 inr. Donor 1 hct: 38%, donor 2 hct: 37%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.5 inr, customer meter with masterlot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Only one alleged result could be observed in the meter's memory. No information was provided that would point to a cause for the result discrepancy.